Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated experienced swelling of the face and throat, itching, and broken skin. The next day she went to the hospital as she noticed the reaction had become so bad that she could barely breath and her throat was closing up. She went to a&e (accident and emergency). They could not determine the reason for the reaction so the patient suspected it might be a reaction to the sensor adhesive. Hydrocortisone was administered by a&e and she was advised to take chlorphenamine 4 mg orally four times a day and when needed. At the time of the report three days later the itching and swelling of the face and throat had persisted. No additional patient or event information is available.